Event description:
Bd alaris secondary infusion pump tubing (lot #16106352) used to infuse doxorubicin (chemotherapy) over 6 hours (rate 50 ml/hr - 300 ml bag volume). Bd alaris primary tubing set 2420-0007 (lot# 16103035) used to infuse 0.9 ns after secondary complete. Tubing set up and pump programmed per manual. Chemo started at 1600. At 1800 infused appeared to be infusing as programmed. At 1900 discovered 0.9 ns bag on primary set bulging and orange (chemo is red). Secondary bag of chemo completely emptied. All clamps assessed and all remained patent. PICC line patient. Patient required additional treatment and monitoring. Suspect check valve malfunction.